Event description:
The customer reported approximately 5 mls of fluid had leaked from an overflow of the baths in the act diff analyzer. The leak was not contained. The customer also stated intermittent background failures. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
Onsite service was not dispatched for this event. The customer had replaced the peristaltic pump tubing due to intermittent background failures. However, once the customer replaced the tubing, pm1 would not turn causing the baths to overflow. The customer technical specialist (cts) instructed the customer to remove and stretch the peristaltic pump tubing a few times; then replace. Following these instructions, pm1 began to turn resolving the bath overflow leakage and background failures. Upon recur; the failure mode identified is likely to cause erroneous results for all parameters due to incorrect dilutions and mixing in the wbc and rbc baths. (B)(4).